Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's scope got was "caught" on the edge of lumen as scope was extended down the double lumen tube. Patient was undergoing routine scoping procedure and sedated appropriately while maintaining a patent airway. Tube was inserted without issue and scope was inserted into the proximal lumen. As scope was progressed to exit point (distal to patient), the end of the scope got "caught" /experienced resistance to the edge of the tube. Physician pulled scope back slightly and retried to progress scope with same results. Physician removed tube, reinserted another tube and had no issues. Post procedure, examination of tube by procedural staff showed no obvious defect.